Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the cause was not determined and the event had not been resolved. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient's ins has not worked all the time like the trial did. The patient said on program 1 and 4 they never felt any stimulation and their leaking was much worse than before implant. They are just so disappointed because they have had to cancel trips and is very frustrated and depressed that it is not working. As a result of what was reported, the patient was asked if they had tried changing programs. They said they tried program 1 which did not work and has already tried program 2 and 3; neither program made a difference. The patient was then asked if they had tried increasing stimulation which didn't seem to work. They went back to their healthcare provider (hcp) who told them that this should help but it hasn't. They stated their hcp told them not to take it too high as lower is better. During the call, the patient had access to their pp and was able to sync which showed stimulation was on. Callers stimulation was not turned on. The caller pressed the stimulation on button first before pressing the sync button. It was reviewed that this might be the issue as to why they are having their symptoms; side buttons on the pp were reviewed. The patient was on program 2 at 2.0v but decreased to 1.5v where they were feeling stimulation comfortably in the correct location. It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their healthcare provider (hcp). It was further reviewed that the patient should complete a voiding diary to track progression/ therapeutic response; expectations (50% reduction in symptoms) was reviewed as well. As a result of the event, the patient was directed to their hcp if the problem does not resolve. No further patient complications have been reported as a result of this event.